Manufacturer narrative:
(B)(4).

Event description:
The patient reported a revision in 2010 for reasons he could not remember. He had bruises and scars 2 inches long from surgery. Relevant medical history included complex regional pain syndrome type 1. Follow-up was performed to determine the reason for the revision and what had led to it.